Manufacturer narrative:
(B)(4). Analysis of implantable neurostimulator (ins) showed no anomalies. An adaptive stim test was performed and the orientation was observed to be functioning properly by changing the position of the ins and performing the "check position" with the 8840 programmer. The adaptive stim mode was tested using group a for each of five orientations in the ins. No adaptive stim amplitudes were set when the ins was received for analysis so different amplitudes were set for each orientation similar to amplitudes stated in the event description. The output was monitored on an oscilloscope as the ins was changed to the five different orientations. The adaptive stim mode was found to be functioning properly.

Event description:
Follow up information received confirmed that the implantable neurostimulator (ins) was explanted on (B)(6) 2013 and was replaced with a new ins. Since the replacement surgery the patient was reported as doing very well and all "unpleasant occurrences" were no longer observed. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient's stimulation switched automatically from 2.6 volts to 1 volt when the patient stood whenever adaptive stim was on. The reporter stated that the patient was reprogrammed on (B)(6) 2012 and since then, stimulation went from 2.6 volts to 0.6 volts when the patient stood. It was noted that 0.6 volts corresponded to the "laying amplitude." It was reported that the patient programmer was needed to restore effective therapy manually. Adaptive stim was turned off on (B)(6) 2012. There was no injury to the patient. It was later reported that the device was explanted. Additional information has been requested but was not available as of the date of this report.